Event description:
Philips received a complaint by the customer on the v60 indicating that there was no display. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was no display. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp determined that the device was turning on, but it could not be turned off. The philips asp also stated that the screen was not turning on. The device required a new light crystal display (lcd) screen assembly to complete repairs. The customer refused repairs. No further action provided. The customer refused repairs. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.